Manufacturer narrative:
G4: 12mar2020 b4: (B)(6)2020 the manufacturer¿s field service engineer (fse) ran specified test on backup battery, and unit does not pass. Backup battery is not available for order. There's no backup battery available to repair problem the fse informed the customer that the battery for this ventilator is no longer available. The ventilator was decommissioned. Case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported alarm low ventilation, not showing patient exhaled volume, and battery failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) could not duplicate the reported issues. The fse ordered the battery, but the battery is on back order.